Event description:
The patient reported a rash when wearing torso belt directly against the skin. The patient is now wearing the wearable over a t-shirt and the rash has cleared.

Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. Other potential causes of the reported issue are patient allergy and patient contraindicating conditions. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearables. Wearables rates remain acceptably low; thus, CAPA is not required. Wearables rates will continue to be tracked and trended.